Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2015; dtbb1qq ICD, implanted (B)(6) 2015.

Event description:
It was reported that one day post operation, the right atrial (ra) lead dislodged due to patient movement after implant. The lead was placed back into the correct position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.